Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery, charger pcb, filament pcb and power module were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with the event.